Event description:
It was reported, the colonovideoscope displayed an e315 unsupported scope error. The issue occurred during inspection for use. The unspecified procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
E1 continued: (B)(6). The device was returned to olympus for evaluation and the evaluation found the friction plate became deteriorated. The nozzle clogging and water invasion in the device was found. There was damage or deformation due to physical stress. The angle wires became stretched. The resin area became detached due to humidity/deteriorated due to the clean, disinfected, and sterilized method and/or bending at a sharp angle. The suction cylinder was scraped with a cleaning brush. There was deterioration or discoloration due to chemical stress during reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d10. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely the reason for water invasion inside, even though, there was no air leakage is that water may have entered through the venting connector used for water leak testing. The following handling methods may cause the venting connector water invasion: ·strong water pressure directly hit the check valve part of the venting connector. ·a load was applied so that the check valve of venting connector open with a brush or the like while the scope was immersed. ·connected with water droplets on the venting connector connection part. ·water may enter the tube due to damage to the water leak test air tube when using a reprocessor, insufficient connection, or damage to the packing of the reprocessor or water leak test air tube, and water may enter the connector during a water leak test. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system" in the operation manual. Olympus will continue to monitor field performance for this device.